Manufacturer narrative:
(B)(4). There was no actual complaint sample returned for further investigation. Therefore, no physical assessment could be conducted and investigation will be based on document review. Based on the complaint description it was reported that the balloon was not deflated. Non deflation could be due to various reasons such as improper fixation of syringe to the valve faulty valve and blockage of inflation lumen. An empty syringe without plunger is recommended to be used to drain off the fluid by gravity and avoid creation of vacuum effect and ease deflation process. It is also mentioned in the IFU to aspirate the syringe gently to remove the inflation fluid and do not use excessive aspiration on the syringe during deflation as this may cause a vacuum collapse of the inflation lumen. Besides that non deflation could also happen due to asymmetrical condition of the balloon which may result in occlusion of the inflation lumen eye during deflation process. However, since no actual or representative sample returned the asymmetry ratio could not be measured where the acceptable limit for balloon asymmetry is based on 1:3 per internal requirement of qas-a001: quality assurance inspection criteria for all silicone foleys and special products. In current standard operating procedure as per spm-as1-003, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process the finished catheter will be again subjected to 700% balloon inspection and 20 minutes leak test (spma52-004). Catheter with defective balloon will be culled out. Conclusion: balloon could not be deflated may be due to several reasons. Due to there was no actual sample returned for this complaint any further investigation was not possible. Thus, this complaint cannot be confirmed.

Event description:
It was reported that happened in the mother - child department of the hospital. During the removal of the catheter it was observed that the balloon was not deflated. The staff cut the valve to be able to remove the catheter. After removal it was observed that the balloon was still inflated.